Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had problems recharging their stimulator. They had to readjust during charging and the ins depleted quickly, which hadn't happened before. They recently started feeling significant pain down their leg and they tried to change the settings. They noticed the battery wasn't lasting as long. They had to recharge more frequently and for longer (taking an hour to charge). They left the ins uncharged for a while due to the issues. They didn't remember what messages the controller showed. They started a charging session and reported excellent charge quality. They didn't see any messages on the the call. The ins suddenly said 30% charged and an hour prior it said 40%. The pain was increasing in their right leg, buttock, and feet. The therapy wasn't touching it. They had taken tylenol and ibuprofen to help manage the pain. They collapsed due to the sharp pain goin down their right leg and they had no strength. They had only had pain on their left before.